Event description:
Lma laryngeal mask airway was tested prior to use by anesthesiologist. Cuff on aes ultra flex cpv lma (size 2.5, lot # dg12117108) would not hold air once inflated. A total of 7 lmas were tested & failed prior to finding one that worked. All were from same lot as listed above. As a result, remaining lmas with this lot # were pulled from stock.we have been using these lmas for approximately 2 years. We have not seen this issue previously.